Event description:
It was reported that during a da vinci-assisted surgical procedure, that the tip of a force bipolar instrument broke. This is the last life on this instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.68" x 0.18" was found to be broken off the grip. The broken piece was not returned. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.